Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during a procedure at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure performed on (B)(6) 2025. The anatomy location is unknown. During the procedure, the clip disconnected upon opening and could not be used. The procedure was completed with a different device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure performed on (B)(6) 2025. The anatomy location is unknown. During the procedure, the clip disconnected upon opening and could not be used. The procedure was completed with a different device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of clip premature deployment during a procedure at an unknown anatomy location. Block h11: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck in the bushing. A microscopic inspection revealed that the bottom part of the clip assembly was deformed. Media analysis was performed, and a photo of the report was attached. No other issues with the device were noted. The reported event of clip premature deployment was not confirmed. Upon analysis, the device was returned with the clip assembly stuck in the bushing. It was found that the clip showed evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physicians technique during clip deployment, the scope position/angle, or detachment of the capsule caused by contact with a surface. However, these are only hypotheses. After soft deployment occurs, it is possible that upon reopening the clip, the capsule becomes detached. When the physician attempts to close it again, misalignment of the capsule and bushing can cause it to get stuck in the bushing during retraction, consequently deforming the capsule. Based on all available information, the most probable root cause of this complaint is adverse event related to procedure.